Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported her dressing was wet and skin irritated. I walked the patient through turning the pump off and engaging tubing clamp. I advised the patient to contact her clinic, as per her clinic instructions to advise for further triage. Medication being infused was unknown. No patient injury reported.